Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. During the surgery, the surgeon observed particulates on the lens. It was noted that the surgeon used a lioli device for the implantation. It was reported that while some particulates could be irrigated off, not all were removed. Additionally, the particulates, "seem to disappear quickly in follow up" and did not cause inflammation. The lens remains implanted. This report is intended to capture 4 of 6 lenses reported to have particulates. If additional information is received, a supplemental medwatch report will be submitted.